Event description:
It was reported the patient¿s device was explanted (B)(6) 2013. It was stated the patient no longer felt stimulation and there were impedances greater than 4000 ohms on all electrodes. It was noted the patient¿s battery depleted and it was normal battery depletion. Reportedly, the patient recovered without sequelae.

Manufacturer narrative:
Product ID: 3095, serial# unknown, product type: extension. (B)(4). Final device analysis of the implantable neurostimulator (ins) revealed the following: no significant anomalies found. Normal impedances were measured on all circuits and electrode combinations. A longevity estimate showed the device had 64.44 months to end of service (eos) and the ins was implanted for 120 months. The battery reached its normal end of life and the telemetry and output were okay. Final device analysis of the extension revealed the following: no significant anomalies found. The proximal end of the conductor was cut. All conductors were cut through.